Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a pseudo-aneurysm after having coronary artery stents implanted. The patient's past medical history is significant for myocardial infarction and cigarette smoking. The indication for the procedure was an st elevated myocardial infarction. The patient had a total of three drug eluting stents implanted, two in the mid left anterior descending artery and one in the first diagonal. The patient was discharged nine days after the procedure. Eleven days after the procedure the patient presented to the emergency room with complaints of left thigh pain and was diagnosed with a pseudo-aneurysm. The event was treated with thrombin injection and was discharged two days later with the pseudo-aneurysm considered to be resolved. In the investigator's opinion, the event was moderate in intensity, not related to the study device, not related to the study drug, and definitely related to the study procedure. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Pseudo-aneurysms are a known procedural complication associated with gaining vascular access for percutaneous interventions. This type of complication is associated with practitioner technique; the number of sticks needed to gain access, and is more prevalent in obese patients. The use of anticoagulation during and after the procedure may also contribute to this type of event. With the information provided it is not possible to determine an exact cause for the event but given the time frame of the event patient compliance with discharge instructions (no heavy lifting after the procedure) and or anti-platelet therapy may have contributed to the event. There is no indication of a design or manufacturing related issue therefore no action is required.

Event description:
Eleven days post coronary stenting procedure the patient presented to the emergency room complaining of left thigh pain and was admitted with a diagnosis of left femoral pseudoaneurysm. The patient underwent successful treatment with thrombin injection. Report received is regarding (B)(6) female who is currently participating in (B)(6) trial. The patient's past medical history is significant for myocardial infarction on (B)(6) 2010 and cigarette smoking. The patient's allergy history is currently unknown. On (B)(6) 2010, due to acute coronary syndrome and st segment elevation myocardial infarction, the patient underwent the index procedure with deployment of three des stents: two drug eluting stents were deployed in the mid left anterior descending artery (lad) and one was deployed in the first diagonal artery (1st diag). Post procedure angiography revealed a 0% final residual stenosis and timi 3 flow in both the lad and in the 1st diag. The patient received a loading dose of thienopyridine clopidogrel 300 mg and began aspirin 325 mg dosing. Two days later, the patient began 75 mg clopidogrel dosing. On (B)(6) 2010, the patient developed recurring radiating chest discomfort and was transferred to another facility for potential staged percutaneous coronary intervention versus coronary artery bypass graft surgery. She was transferred on protocol required doses of study drugs: clopidogrel, 150 mg and aspirin, 325 mg. The chest discomfort resolved on (B)(6) 2010, and the patient recovered. On (B)(6) 2010, the patient was discharged.

Manufacturer narrative:
Eleven days post index procedure, the patient presented to the emergency room complaining of left thigh pain and was admitted with a diagnosis of left femoral pseudoaneurysm. It was noted that a 6fr. Cordis sheath (cat and lot unknown) was used in the procedure. On (B)(6) 2010, the patient underwent successful treatment with thrombin injection. On (B)(6) 2010, the event of pseudoaneurysm was considered resolved and the patient was discharged home. In the investigator's opinion, the event was moderate in intensity, not related to the study device, not related to the study drug, and definitely related to the study procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.